Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a tower door opening with clicking noise. The field service engineer cleaned and lubricated the micro switches on door 2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed space, not showing up on list. The customer stated that when recovering the storage space tab is clicked the failed space does not appear. Unable to remove or load medication. There were no adverse events or injuries reported based on this event.